Event description:
It was reported that the customer had a failed self test alarm on the insulin pump. Customer stated that the alarm occurred during normal use. Customer's blood glucose level was 86 mg/dl. Troubleshooting was performed. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump passed the self test with no alarm. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.